Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the air removal step. Tandem technical support informed the customer that not completing the air removal step is off label per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.